Event description:
It was reported a motor stall was confirmed with no motor stall recovery recorded. The pump event logs showed the motor stall occurred on the day of the report at 10:58. An attempt was made to ¿restart the pump¿ without success. The patient was at home watching television at the time of the event. The patient experienced back and thoracic chest wall pain. The patient was immediately started on oral pain medication (morphine) and scheduled for replacement surgery. The motor stall did not recover and the cause was unknown. The reporter was unaware if a tube set message occurred. The replacement surgery took place on (B)(6)-2015. The patient recovered without permanent impairment and was doing fine post-operation. The pump was used to deliver bupivacaine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the pump began to alarm when the pump was interrogated. The pump was updated in an attempt to "restart the pump" without success. The loss of therapy was said to be sudden.

Manufacturer narrative:
Analysis of the pump confirmed the pump was stalled. No known anomaly that could promote a hard stall, such as shaft wear, broken teeth, or a gear / pinion anomaly was seen. During destructive analysis, the motor stall recovered. The root cause of the motor stall could not be determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.